Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a connector disorder. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. The device was sent back for analysis on (B)(6) 2019.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a connector disorder. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
A connector disorder was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. No connectors were returned. The pump was not functionally tested due to contamination. The allegation of connector disorder could not be confirmed. The investigation conclusion code of no problem detected was chosen because the reported device allegations could not be confirmed through the product investigation.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a connector disorder. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.